Manufacturer narrative:
The combination of components used is not permitted according to the surgical technique. Unsuitable component combination lead to the loosening of the fixation screw.

Event description:
Loosening of locking bolt of the proximal body.

Event description:
Loosening of locking bolt of the proximal body.